Event description:
It was reported that the patient underwent a replacement surgery due to unspecified reasons in which the existing spectra penile prosthesis (spp) was removed and a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome.